Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that upon reinserting the lead tail into the ins, resistance was met and even after multiple attempts, the hcp was able to seed the electrodes, but zero and seven impedances were out of range. The rep was able to successfully program three groups to cover chronic pain reported in bilateral legs. The rep later reported that upon performing an impedance check 2 hours post-operative, all were within normal limits. Additional information was received from the patient via a rep on 2020-01-31. The rep reported that the patient stated ¿the battery is tipping up and poking against my skin. Their office is closed today so I'm going to call and tell them monday. Since my crps has increased in intensity and spread, I think the coverage from the spinal cord stimulation is less effective over the years. Currently I'm only getting 5 to 10% relief; even before my crps got worse, at best I only had 20 to 30% relief. Even during the trial, I only had 40% relief." The rep was to follow up with the patient in one week. Additional information was received from the rep on 2020-02-04. The rep reported that the patient had an appointment about the battery poking her skin, but the date/time of the appointment was unknown. The rep was to continue to follow up with the patient to try and fine tune programming, which was only capturing 5-10% of her chronic pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the oor impedances, battery coverage issues and battery poking the skin were underdetermined. The oor impedances (except electrode #4) resolved spontaneously two hours post op, when programming the scs was done once patient was fully awake. Rep was able to successfully program three effective groups around electrode #4. The patient was scheduled for post op appointment on (B)(6) 2020 to discuss plan to address battery tipping/ poking out of skin. The patient did not show up. At this time there are no planned f/u visits. The hcp stated that he felt the patient's current presentation of crps pain had expanded beyond the scs capabilities.